Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Caller reported removing the o ring on the new cartridge and loading the cartridge. Cts advised that the cartridges are supposed to have o rings on them not on the pneumatic taps. The customer successfully loaded the cartridge to address the event.